Event description:
The report rec'd from a foreign country indicated that the pt had myocardial infarction, thrombosis and restenosis 23 mos after receiving cypher stents. The index procedure was elective and the target lesion, the mid left anterior descending coronary artery was described as 2.5x40mm long, de novo with a type c classification and total occlusion. The vessel was predilated at 10 atms and two cypher stents were implanted overlapping one another. A 2.5x28mm and a 2.5x18mm cypher were implanted at 16 atms each for a residual stenosis of zero. Post dilatation was not conducted. The timi flow was 0 prior to the procedure and 3 after the procedure. At 23 mos after the procedure, the pt had a fever with vomiting and presented at the hosp the next day with chest pain. ECG revealed acute myocardial infarction and coronary angiogram revealed a thrombus and restenosis in the proximally implanted cypher. The thrombus and the restenosis were treated by stenting with a driver stent. According to the physician, the thrombosis may have occurred because the stents were under-dilated; intravascular ultrasound was not conducted at the index procedure and the restenosis may have occurred because were placed two yrs earlier and progression of restenosis accompanied with dehydration due "catching a cold". Therefore the events are not related to a cypher prod defect.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the untied states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two prods involved in the same pt reported under mfg #s 9616099-2008-01119 and 9616099-2008-01120. Please note that in f10 device code other: represents under-dilated stent. Add'l info will be submitted within thirty days upon receipt.